Manufacturer narrative:
A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 3 month routine follow-up showed the presence of narrowing of the aortic body stent graft flow lumen (less than 10mm) at the level of the sealing rings. A reintervention was performed to balloon at the level of the sealing rings along with the placement of the palmaz balloon expandable stent. As of the date of this report, the there have been no additional patient sequelae reported.

Manufacturer narrative:
The root cause for the narrowing at the level of the sealing rings was most likely user related due to oversizing of the aortic body stent graft. Procedure related harms could not be determined. In addition, the clinical assessment determined that there was evidence to reasonable suggest a type ia endoleak observed on the two(2) month follow-up CT. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event, and showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.